Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer got no delivery alarm. Troubleshoot was performed. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer's current blood glucose value was 180 mg/dl and the blood glucose was 230 mg/dl at the time of incident. Troubleshooting was performed. The customer admitted to hospital on (B)(6) 2018 12pm. The blood glucose value when admitted to hospital was 501 mg/dl. The customer complained about hyperglycemia and vomiting. The customer wearing the pump at time of hospitalization. The product was not returned for analysis.